Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements and complete loss of capture due to a fracture. Noise was also noted on the lead which was oversensed and resulted in inappropriate atrial tachy response (atr) episodes. Atrial pacing inhibition of approximately eight seconds was noted in one of the episodes. An invasive procedure was performed. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.